Event description:
It was reported to medtronic neurosurgery that a strata valve was explanted because it could not be adjusted. When the valve was taken out of the patient, a lot of blood and debris was noted to be in the valve. The doctor stated that the patient has an infection. The doctor said she will wait until the infection clears before a new valve will be implanted.

Manufacturer narrative:
The valve was patent. It met requirements for the leakage test. The valve, however, was not able to be adjusted between pressure-level settings. This precluded the siphon, reflux, preimplantation, and pressure-flow tests. Proteinaceous debris and blood were observed in the interior of the valve. Debris within the valve may prevent the movement of the adjustment mechanism. A review of the manufacturing records was not possible as a lot number was not provided. Additional patient information: it was later reported that the patient was going to have a new valve implanted on (B)(6) 2013.